Event description:
It was reported that while deploying the stent in a lesion, the stent delivery system balloon ruptured below rated burst pressure on the first inflation. Subsequent angiography revealed a dissection distal to the stented area requiring an add'l stent. The pt was reportedly discharged and doing well. This report was upgraded to an MDR due to the receipt of a user-facility medwatch on 9/4/98.